Event description:
Customer obtained the following results on an aviva system, compared to a professional meter, within 10 minutes: 70 mg/dl, 225 mg/dl, and 315 mg/dl (aviva) and 189 mg/dl (doctor's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.